Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that she had the device for two months and did not feel stimulation. She met with a manufacturer representative two weeks prior to (B)(6) 2016, stimulation was increased from 1.7 volts to 2.0 volts, and the patient felt stimulation, but the next day she didn't feel stimulation at all. On (B)(6) 2016 the patient experienced a sudden loss or change of therapy and she had urinary symptoms. Her symptoms returned, she had been having accidents, and she was out of town for two days and didn't have the patient programmer with her. She thought her symptoms returned because she was away from the programmer. Therapy was on and the device was at 2.0 volts. Stimulation was increased to 2.4 volts and she could feel stimulation in the correct bicycle seat area. She said that it might be a little bit too much so she decreased stimulation to 2.3 volts and confirmed feeling comfortable stimulation. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received,a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she did not know for sure what caused the symptoms to return but she began to have accidents. She called a manufacturers' representative and the program was changed. The patient was better but she had some accidents which made her frustrated.

Event description:
Additional information received from the consumer reported that the patient did not notify their managing health care provider (hcp) about their loss of therapy. The patient called their manufacturer representative and had an appointment with them in their hcp's office, but they did not see their hcp. The manufacturer representative reprogrammed the patient's programmer. The loss of therapy had not been resolved 100 percent and the patient still had some accidents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in again to report a loss or change of therapy. Previously, the patient wouldn't get good therapy and have accidents. When this would happen, they would increase stimulation because walking fast/exercising would cause the accidents. The patient is getting good therapy, but doesn't feel stimulation so they thought there was a problem. It was reviewed that the body can adjust to stimulation and not feel it over time. As long as the patient is getting good symptom control, there is no need to adjust stimulation. Patient will follow up with their healthcare provider (hcp) because they were barely trained. The patient doesn't want to go back to their managing hcp so a physician list was sent to them. They want to work with the implant, but sometimes they are ready to get the device removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they did not have an explant scheduled yet. No further information reported.